Manufacturer narrative:
The sample was not returned for evaluation. However, based on the event as reported the nurse did not ensure the inflation tube was cleared out of the trocar before reconnecting the robotic arm causing the inflation tube to become caught between the robotic arm and the trocar. Due to this excessive force was applied to the inflation tube while attempting to position the device causing the inflation tube to detach / brake at the yellow anchor. A lot number was not provided therefore a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by facility.

Event description:
It was reported that a ventralight st w/ echo was being used in a robotic assisted repair case. As reported the right robotic arm was removed in order to place the echo ps, once the device was placed in the abdomen, the tm advised the nurse to make sure the echo ps was moved completely into the abdomen before reconnecting the robotic arm. It is reported that the nurse went ahead and connected the arm in the trocar before ensuring that the echo ps was moved completely into the abdomen and the inflation tube was caught between the arm of the robot and the trocar. The surgeon did not know the inflation tube was caught and when we went to pull the echo ps to position it, there was increased tension on the inflation tube causing it to detach / brake at the yellow anchor. When the inflation tube was grasped, the detached piece fell off into the abdomen. They converted to an open procedure to attempt to locate the piece, but were unable to find it before finishing the case.